Manufacturer narrative:
Additional narrative: there is no patient involvement. It is unknown when device became bent. Device is an instrument and is not implanted/explanted. Reporter email address is unavailable. Reporter is a synthes sales consultant. Part: 03.010.077; synthes lot: pe03287; (B)(4); release to warehouse date: january 16, 2018 and march 01, 2018; (B)(4); no nonconformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Flow: visual (appearance not as expected) & damage - visual (appearance not as expected). Customer quality investigation: at customer quality, the returned protection sleeve for recon locking, wire guide for recon locking and trocar for recon locking was received at us cq. Visual inspection: the trocar for recon locking was inspected at us cq. Brownish residue/rust was not observed on the trocar but the titanium nitride coating on the head & intersection region of the head to the shaft of the trocar has experienced minimal wear. The distal portion of the trocar was slightly bent. The overall complaint condition is confirmed. Dimensional inspection: dimensional analysis was not performed due to post-manufacture damage of trocar. Document/specification review the following drawing(s) was reviewed; trocar. No design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned instrument¿s lot number and no ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: the overall complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off-axis or damaged during usage or handling or sterile processing). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) protection sleeve, two (2) wire guide and two (2) trocar, all for recon locking, leave brownish residue after cleaning the devices. Upon being received by the manufacturer for investigation, it was noticed that the two trocar were bent. There was no patient or procedure involvement. This report is for a 3.2mm trocar for recon locking. This is report 1 of 2 for (B)(4).